Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer was inserting the proset when blood glucose went up over 600mg/dl. The customer treated with manual injection. During troubleshooting the customer removed the cannula and noticed it was bent in half. The customer declined to continue troubleshooting. The customer stated they will go ahead and change set again.